Manufacturer narrative:
A software analysis was performed. The issue was confirmed to be consistent with a known software anomaly. This event is tracked in an internal anomaly database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would boot up and state "no input detected." The representative rebooted the system several times and the fusion screen appeared.